Manufacturer narrative:
Initial and final MDR 1884186 - MDR 3003442380-2024-06113 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a bent cannula on (B)(6) 2024. The issue occurred with three similar types of infusion sets used for less than a day and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.